Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to a lead dislodgment. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.